Manufacturer narrative:
The reported event was confirmed via visual inspection of the device. Device history records were reviewed, and no relevant manufacturing issues were identified. Product history was reviewed, and no similar complaints for this lot were identified. Manufacturing records were reviewed for the corresponding lot, and no relevant issues were identified. Manufacturing records revealed that the screwdriver was manufactured in 2013. From instruments general IFU: the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. Most likely cause of reported event is normal wear due to instrument age.

Event description:
A surgeon reported that a vlift screwdriver tip fractured intra-operatively. Surgery was completed with no delay. No adverse consequences or medical intervention were reported.